Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. E1: email address: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227.

Event description:
It was reported that an implant at tooth site 34 was removed due fracture of the implant mount inside the implant during placement. As a safety measure, the implant was removed. The procedure was completed with another implant: 3,7*11,5 mm.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) tsvb13, (impl tapered scr-v sbm 3.7mm 3.5mm 13mm) for evaluation. Visual evaluation was performed; the implant has signs of use, apparent bone / tissue attached to external threads. The alleged fractured mount was not returned for evaluation. The implant's drive feature was damaged, likely due to the removal process. DHR review was completed for the subject lot number 1299007. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1299007 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : fracture : mount¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was applying too much torque/speed during seating. Therefore, based on the available information, a screw fracture malfunction could not be verified. The mount was not returned for evaluation. The reported event was non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.